Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise, oversensing, and inappropriate shocks without therapy exhaustion. The patient experienced lightheadedness. An xray was performed and it was noted there was not a connection issue. Defibrillation therapy was programmed off. The device system was subsequently explanted and replaced with a transvenous system. No additional adverse patient effects were reported. This electrode has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise, oversensing, and inappropriate shocks without therapy exhaustion. The patient experienced lightheadedness. An xray was performed and it was noted there was not a connection issue. Defibrillation therapy was programmed off. The device system was subsequently explanted and replaced with a transvenous system. No additional adverse patient effects were reported. This electrode has been returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.